Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction.

Event description:
It was reported that during the procedure the atrial lead was attempted to be implanted through the cephalic vein but the physician had difficulty in redeploying the screw after a few attempts at repositioning. The access was difficult via the cephalic vein and when trying to place the lead it kept getting 'stuck' close to the access point and introducer. It was noted that due to how "tight" the lead was inside the vein using the cephalic vein approach, the physician thought that this could be a reason for the screw not deploying properly. The lead was removed and a different lead was implanted instead using a subclavian approach. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.